Event description:
It was reported that there was no rpm display on the console. The target lesion was located in the right coronary artery. A rotablator console was selected for use to perform rotational atherectomy. During preparation, it was observed that the time of the procedure was displayed, but there was no rpm display on the console. The percutaneous coronary intervention was completed without issue, but rotablator was not performed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).